Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and communication with the customer, due to the problem resolution after the sdi cable was replaced, it is likely there was no device issue. The failure was likely in the cable.

Manufacturer narrative:
As part of our investigation, on november 24. 2020, the technical assistance center (tac) followed up with the customer to obtain additional information regarding the reported event and was informed that the image issue was resolved. The customer did not provide information as to how the issue was resolved. The video system will not be returned for evaluation. The cause of the reported event cannot be determined. However, the instruction manual states ¿before each case, inspect the video system center as instructed below. Inspect other equipment to be used with the video system center as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the video system center and see chapter 9, ¿troubleshooting¿. If the irregularity is still observed after consulting chapter 9, contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage.¿

Event description:
The service center was informed that there was no image on the display. There was no patient injury reported. No further information was provided.